Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection and purulent discharge are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of infection and purulent discharge are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an infection. The physician stated that the patient visited the office with pus coming from the incision site. The drain continued to have 60 ml of drainage on day 9 and was not removed by the nurse until day 29. A revision surgery was performed, during which the physician removed the infected implant, irrigated the area, and placed a tactra device. There were no further patient complications.